Event description:
It was reported that the right atrial lead was capped and replaced. Follow-up was conducted, but did not yield and further information. The reason for this intervention is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.